Event description:
While performing an lavh procedure, the flare on the pks everest cutting forceps detached and fell into the patient. The surgeon, an experienced everest user, saw the flare and opened another like device. The flare was recovered and the case was continued with no patient harm.

Manufacturer narrative:
The complaint was confirmed. The device was returned with the flare detached from the distal end of the shaft. The flare itself was not returned; however, it was reported by the customer that it was recovered. The kynar insulation on the jaw is torn as a result of the flare detachment. The device activated to the proper generator defaults, but shorted out due to the missing flare.